Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced a bent cannula event on (B)(6) 2025. The blood glucose level of the patient was high, the patient was vomiting and had headaches and diabetic ketoacidosis. The patient went to emergency room on (B)(6) 2025. The blood glucose was treated with insulin via syringe. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The reference samples for the lot 6006115 have already been previously tested in the complaint (B)(4) on 12-aug- 2024. Test results: visual test according to work instruction (wi) version 41 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report 1952430. Device history record (DHR) review: the lot 6006115 was manufactured according to the document version 70 on the inset 6, on 26/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 15-jul-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6006115 and one other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.